Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor filament was missing. Customer¿s blood glucose level was 14 mmol/l to 16 mmol/l. Customer stated that the sensor glucose value not available and change sensor alert and blood at site. Customer says that the sensor sometimes when it was inserted will be hurt a lot and may be bent. Customer stated that the needle was hard to remove or that the insertion was not smooth. Customer also stated that the problem with sensor glucose value verses blood glucose value. The sensor will not be returned for analysis.